Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected where it was found that there was a kink at the distal end of the dilator and a tear in the material. They next focused on interaction between the dilator and sheath, and they found no obstructions that would lead to the dilator being damaged while being inserted through the sheath. During testing they were able to fully insert the dilator through the shaft and then remove the dilator with the expected amount of force, as compared to other dilator/sheath sets. Because testing found no issues within the sheath interior that could have contributed to the dilator damage it was concluded that unintended use error was the most likely cause. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on analysis completed (B)(6) 2022.. It was reported that during a cryoablation procedure using a polarsheath they encountered a loose connection between the sheath and the dilator. When the inserted the sheath and dilator only the dilator was pushed out of the sheath valve. They noted the connection between the sheath and dilator was too loose but used the original sheath to complete the procedure. There was no patient complications. The device was returned to boston scientific for analysis. However, analysis of the returned complaint device revealed that the dilator tip was torn.